Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericardial effusion occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman® access system and a watchman® delivery system were initially used and the closure device was deployed. The position was not acceptable, so the closure device was fully recaptured and removed. It was confirmed that no effusion was present after the recapture. The access system was also removed in order to obtain a more anterior position. It was confirmed again that no effusion was present after the access system was removed. A new watchman® single curve access system was inserted along with a pigtail catheter. Three contrast injections occurred prior to seeing contrast enter the pericardial space and a small pericardial effusion was noticed. The procedure was aborted and the access system was removed. At this point, the effusion was stabilized. There were no further patient complications and no additional intervention was required. The patient went home after 1 night in the hospital and is doing well.